Event description:
Nature of the defect: during the attempted intra-hepatic administration of yttrium-90 glass microspheres for the treatment of liver carcinoma, excessive fluid was observed in the dose vial septal area, indicating a compromise in the seal of the administration system. A radiation survey of the outlet line distal to the stopcock following the event revealed minimal activity, indicating that no microsphers had been delivered to the pt due to the compromise of the administration system.